Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire when the patient was using mentholatum in his nostrils. The patient was using the device near an electrostatic air cleaner. The patient reportedly suffered burns to his face, legs and feet. The patient was admitted to the hospital for approximately one month. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator allegedly caught on fire when the patient was using mentholatum in his nostrils. The patient was admitted to the hospital for one month for treatment of burns to his face, legs and feet. The device was evaluated on site by the manufacturer. The site had evidence of heavy cigarette odor and the couch had numerous cigarette burns in the fabric. The device was found to be in patient use. The manufacturer determined the device did not cause or initiate the fire the patient continues to use the device for therapy. Product labeling states," oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use." Third party investigation at site.